Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 449 mg/dl at the time of incident. The customer also reported other blood glucose values such as 183 mg/dl. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The customer was treated for high blood glucose with bolus. The customer was assisted with troubleshooting for high blood glucose level. Customer reported that the sensor site was bleeding. Customer received loss of communication and calibration not accepted alert. Customer was using auto mode. The insulin pump will not be returned for analysis.